Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had motor position encoder error and delivery. The customer¿s blood glucose level was 13 mmol/l. The customer stated that the pump had no delivery and motor position encoder error. It was reported that they received alarm occurred during the rewind. The customer was also assisted with self-test and was passed. The customer was advised that the pump will need to be replaced. The customer was advised to refer to back-up plan, per health care professional instructions. The insulin pump will not be returned for analysis.